Event description:
The customer reported to olympus ,the evis exera iii gastrointestinal videoscope air water duct was clogged. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation it was observed, that unknown foreign material was clogging the air/water channel and could not be removed. Due to this clog; water removability did not meet the standard value. This finding was, due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed, that water tightness was lost; due to deformation of the scope cover. It was also observed, that the switch box and plug unit were deformed. It was observed, that the label on the scope connector was peeled. It was also observed, that the insulation resistance value at the distal end did not meet the standard value; due to damage on the bending section cover. It was observed, that the plastic distal end cover had a burn; due to the use of a high energy endotherapy accessory, without ensuring sufficient distance from the distal end. It was also observed, that the adhesive on the bending section cover was detached. It was observed, that the connecting tube had a snag and buckling. It was also observed, that the bending angle in all directions did not meet the standard value; due to wear of the angle wire. It was observed, that the coating on the universal cord had peeling. Lastly, discoloration was observed, on the following unit components: suction cylinder, air/water cylinder, right and left knob, up and down knob and on the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the scope connector cover, it is possible that the reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test. ¿caution:if you locate a leak, remove the endoscope from the water and contact olympus¿. Olympus will continue to monitor field performance for this device.